Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis as the infusion set was leaking. Therefore, on (B)(6) 2020 at 07:30 pm, he was admitted to the hospital with blood glucose level of 460 mg/dl, where he received insulin drip. The patient was admitted in the hospital for 3 days. No further information available.